Event description:
It was reported that the patient was having an issue with her interstim implant. The patient used to have chronic bladder infections. Normally, interstim therapy helps to prevent bladder infections. However, the patient had had 3 bladder infections since about may, and also had a botox procedure in (B)(6) 2014 where she had 200 units of botox put into her bladder. The patient had a lot of side effects from the botox procedure, and retention was one of them. The patient ended up going into the ER the night of her botox procedure because she may have also had a bladder infection at that time. Her most recent bladder infection was 2 weeks ago. Interstim was turned on "the very highest frequency" but she was not feeling any stimulation sensation. Regarding when the patient lost stimulation sensation, the patient noted: "I think I checked it 2 or 3 months ago" and she could increase stim to a point of feeling stimulation sensation strongly and then decreases a little bit. Last night she went to check it and increased to 10.5 on program 4 and was feeling nothing. The patient inquired if problems could be occurring if battery was nearing eos(end of service). The patient had had 2 ins replacements in the past (one in 2007 and one in 2010) but confirms this was due to normal battery depletion. The patient inquired if there is an average battery longevity for her ins. The patient noted no falls or traumas. It was later reported that the patient checked her ins on wednesday of last week because she wasn't feeling stim. Everything showed up normally on the patient programmer. The patient's hcp (healthcare provider) directed her to shut stim off completely for 3-5 days and then turn it back on. She turned stim back on and all the way up to 10.5, but felt nothing. The patient has an appointment with her hcp but wanted to speak with a manufacturer's representative before that. It was noted that the patient was born with kidney and bladder disease and had a kidney removed in 2006. The patient has interstitial cystitis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3080, lot # l89122, implanted: (B)(6) 2001, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3080, lot# l89122, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that all of their ins replacements have been due to normal battery depletion. During the lead replacement in 2014, because the lead wire didn¿t work, a lot of ¿scare tissue¿ was removed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reports there was not a fifty percent or greater symptom reduction. The cause of the event was determined and it was device related. No reprogramming was needed. The battery was out of charge and the lead needs to be changed also. A non-functional neurostimulator and lead was reported. The plan was to revise the neurostimulator and replace the whole system. The surgery was scheduled for (B)(6) 2014. The patient experienced loss of therapeutic effect and it was noted as gradual. The loss of stimulation was noted as gradual. The patient symptoms/issue was ongoing and awaiting surgery. Follow will be sent if additional information received.